Event description:
Patient had lasik on the right eye (od) at different site. Patient came in for a retreat od on (B)(6) 2011. Patient flap was lifted and treated. Epithelial ingrowth was discovered od on (B)(6) 2012. Procedure note on (B)(6) 2012, extensive ingrowth with edgemelt. Patient experienced loss of best corrected visual acuity. On (B)(6) 2012, bcva was 20/50 od.

Manufacturer narrative:
(B)(4). Epithelial ingrowth, edgemelt. Conclusion - the equipment was not evaluated after the re-treatment date which occurred on (B)(6) 2011 due to the fact abbott medical optics (amo) became aware on (B)(6) 2012. The condition of the system (since the time of the procedure) will make the evaluation impossible.